Manufacturer narrative:
A ge service representative performed an onsite investigation. The a19com to sbc pcb was evaluated and reseated. System software release 10 was reloaded as part of the service event. Pr and p5 cables at I/o transition board were swapped and reconnected to resolve further errors. The hv power supply was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.